Manufacturer narrative:
Additional information was received and the reportability was reassessed as malfunction. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned delivery system was found with loaded stent and with activated wheel but with loose joint slide block/ diving sheath which confirmed that a deployment was impossible. In this case a force transmitting joint was confirmed being loose, which caused the reported impossibility to deploy the stent. Based on the information available the reported impossibility to deploy the stent due to a force transmitting joint becoming loose was confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: d4 (expiry date: 11/2022), g3, h6 (device) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned delivery system was found with loaded stent and with activated wheel but with loose joint slide block/ diving sheath which confirmed that a deployment was impossible. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints were reviewed. In this case a force transmitting joint was confirmed being loose, which caused the reported impossibility to deploy the stent. Based on the information available the reported impossibility to deploy the stent due to a force transmitting joint becoming loose was confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.